Manufacturer narrative:
Summary of investigation: there are no previous complaints of these code-batches of which we manufactured and distributed in the market (B)(4) units of the batch 124183 and (B)(4) of the batch 124184. There are no units of any of both batches in our stock. We have received 3 cases of the same code-batches, regarding the same issue, from the same customer, at the same time. We have received 6 closed samples of batch 124183 and 7 closed samples of batch 124184 to analyze cases (B)(4). Tightness test to the closed samples received has been performed and the units are tight. We have tested the knot pull tensile strength of the closed samples received and the results fulfil the requirements of the european pharmacopoeia: 2.92 kgf in average and 2.65 kgf in minimum for batch 124183 and 2.85 kgf in average and 2.66 kgf in minimum for batch 124184 (ep requirements: 2.04 kgf in average and 1.02 kgf in minimum). Degradation test results conducted on the closed samples received after 7 days in a sörensen solution at 37ºc are 0.93 kgf in minimum and 1.16 kgf in maximum for batch 124183 and 0.94 kgf in minimum and 1.13 kgf in maximum for batch 124184 and fulfil braun surgical requirements: 0.31 kgf in minimum and 1.58 kgf in maximum. Batch manufacturing record: reviewed the batch manufacturing records, these products had no incidences related to this issue and were released fulfilling usp/ep and b. Braun surgical specifications. As stated in the instruction for use (IFU) of the product: the absorption of novosyn®quick takes place after approximately 42 days.' Conclusion root cause analysis: it has not been possible to determine the root cause because the closed samples received comply with usp/ep and bbs requirements. Final conclusion: although the results of the closed samples received fulfil european pharmacopoeia/ b. Braun surgical specifications, we take note of this incidences in order to assess if new or additional actions are needed. The case is considered not confirmed by evidence of the samples received. Corrective measures: actions on product distributed of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.

Event description:
It was reported an issue with novosyn quick suture. The customer reported complete dehiscence of the qx wounds of coloproctology surgery of rectocele with vaginal access with the use of the detailed code was found, in addition to the remains of suture material crowded in the cavity. They started to have problems at the end of november. They have not notified us before because they have been carrying out studies and it has happened in three patients. We don't have information about the patients because of data protection. Batches: 124183, 124184. Additional information: can we know if they had to be re-operated? Yes, they had to intervene again, as the wound had opened. Or how long after the interventions did the dehiscences occur? After approximately 7 days. What do they mean by "remains of suture material piled up in the cavity are also appreciated"? That when they had to intervene again they saw that there were remains of the suture, as if it had not been absorbed well. Additional information has been requested.

Manufacturer narrative:
If additional information becomes available a follow-up report will be submitted.